Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced tremors, weakness, and had a lack of clear thinking. When a fingerstick was taken the cgm was reading between 350- and 400 mg/dl, and the blood glucose reading was around 50 mg/dl. The patient was treated with a glucagon injection given by her colleague. After this, the patient drank, a soda and no further treatment was reported to have been needed. A later comparison showed a cgm reading of 400 mg/dl and a blood glucose reading of 120 mg/dl. At the time of the report the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.